Event description:
It was reported that prior to an unknown procedure, there was broken jaws. The jaw broke off suddenly, no external shock to the device. This occurred at the end of the test, before the use on the patient. Another device was used the complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.